Manufacturer narrative:
Device discarded and will not be returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, the healthcare provider declined to provide any additional information regarding this explant due to patient privacy regulations. It was learned that the device was discarded and will not be returned for evaluation; therefore, no additional investigation can be performed into the root cause of this event.

Manufacturer narrative:
Corrected data: it was initially reported that the device was removed due to unknown reasons. (Correction) the device was explanted due aortic stenosis and calcification. No other details were provided. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' heart valve was explanted after an implant duration of approximately 105 months, and replaced with same model edwards' valve. Despite multiple follow-ups with the healthcare provider, the reason for explant and additional requested information were not provided due to patient privacy regulations.